Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent fall the patient experienced ineffective therapy, x-ray confirmed that the lead had migrated. Patient also experienced extreme pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted and replaced to address the issue.